Event description:
It was reported that a (B)(6) female patient allegedly received an injury (whiplash) after the footboard was dislodged and the patient fell off the footboard that was installed on the exam table. At start of procedure the patient was lying on table of the axiom artis mp. When the radiographer started moving stand into the vertical position i.e. Standing position, when the stand reached between 30 t0 40 degrees the footrest came off and patient slid down, causing the injury. The patient was treated at the hospital and was put in a neck brace. This event occurred in the (B)(6).

Manufacturer narrative:
The footboard is still under investigation in the factory. Initial pictures indicate that the footboard shows signs of wear in the section where the part latches on to the table. We are unaware of the patient's present condition. Customer address: hosp (B)(6).